Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. Batch # qlcbbqs0. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned applicator. Visual analysis of the returned sample determined that one opened ech60r applicator in the applicator tray was returned. Visual inspection found that one buttress was adhered to the applicator shroud while the other was partially held on the compression pad by the distal clamp arms. The distal clamp arms of the applicator were found still in the engaged position, the middle were partially disengaged and the proximal clamp arms were fully disengaged. This is consistent with failing to fully insert the applicator into the jaws of the endocutter prior to closing the endocutter as instructed in the IFU. As part of the analysis, the distal clamp arms were manually disengaged and tested for functionality and found to be conforming as part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The event described could not be confirmed as the applicator performed without any difficulties noted. However, the partially disengaged to the clamp arms, is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unk.

Event description:
It was reported that reinforcement material was folded on tray (1 side). Attempted to apply to jaws manually but unsuccessful. Used another device with no issues. There were no patient consequences reported.